Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) loosened in tooth location 4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was returned for investigation. Visual inspection via naked eye and camera magnification revealed wear from use at the body, threads and drive feature of the iunihg. Functional testing can not be performed on "loosening" because the event can not be recreated on a single use item. There is also no sign of damage that would contribute to loosening. Therefore, the reported event is non-verifiable with the information provided. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report. Expiration date, UDI: (B)(4). Date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change "no" to "yes", device manufacture date, evaluation codes, additional narrative/date.